Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The issue was due to operator error. The company service representative explained to the customer that when laser is first turned on, it goes thru a power up test and the lights go on and off. The system was performing as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was "flickering" and would not stay on. Additional information has been requested.